Event description:
At the end of procedure, micro-size ball bearings were found next to the attachment. The scrub stated that it was difficult to change the burr, so they replaced the attachment. X-ray was taken at end of procedure and no free floating metal was found. Facility MDR.